Manufacturer narrative:
Device returned and not reproduced: based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope had a loss of signal. It is unknown when the reported issue occurred. There were no reports of patient harm.